Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examination of the lead were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was found that the right atrial (ra) lead exhibited high capture threshold and resulted in loss of capture. The ra lead was not used. The physician continued with an alternative ra lead and completed the procedure. The patient remained in stable condition.